Manufacturer narrative:
Additional narrative:(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the when the battery devices were not getting fully loaded when inserted in the docking stations on the universal battery charger device. It was further reported that the battery devices indicated a "failure" after being taken out of the universal battery charger device. According to the reporter, it was possible that the device was damaging the battery devices when inserted. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in the surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.